Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Imaging from the procedure was not available to edwards for review. Per the instructions for use, coronary obstruction is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. In this case, it appears that a combination of patient factors (low left coronary ostium height and small sinuses of valsalva) and procedural factors (60:40 aortic positioning of the valve post deployment) likely contributed to the reported coronary occlusion. Of note, the medical team had placed the patient on iabp prior to the procedure due to the aforementioned known patient factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the patient's left coronary artery (lca) was occluded following deployment of the 23mm sapien valve. Case summary: the medical team decided to perform the transcatheter aortic valve replacement (tavr) procedure with the patient placed on intraaortic balloon pump (iabp). Therefore, a right subclavian cut down was performed for cannulae insertion. Prior to the thoracotomy it was decided by the medical team that due to the low left coronary height and small sinuses it would be best to wire the left coronary artery before valve deployment. A thoracotomy was performed to gain access to the apex of the heart. Echo showed an annulus of 20mm. Based on the echo measurements a 23mm sapien valve was chosen. An 18 gauge perc needle was used to access the apex of the left ventricle and a wire was introduced. Once the wire was across the native aortic valve and free of the mitral apparatus, a balloon aortic valvuloplasty (bav) was performed using the edwards 20mm balloon. The 23mm sapien valve was then introduced and deployed successfully. After valve deployment changes were noticed on the EKG. A contrast injection of the lca was performed showing that the ostium of the lca was occluded. A balloon was introduced over the wire and the lca was dilated. After the balloon was deflated a stent was introduced and deployed. Once the stent was deployed a contrast injection was performed showing a patent lca. The wire was removed and the thoracotomy closed and the patient was transferred via stretcher to the intensive care unit (ICU) in stable condition. The native valve/leaflets were moderately calcified. The native aortic root was mildly calcified. The image intensifier angle and coaxial alignment of the valve and delivery system were both described as good. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, it was positioned 60:40 aortic.